Event description:
Zenith main body graft was deployed without complication. Contralateral iliac leg graft was deployed in the limb of the main body graft at a location thought to land proximal to the left internal iliac artery. Upon deploying the ipsilateral iliac leg graft, the device was noted to land in the vessel where a good graft/artery apposition could not be achieved. An iliac leg extension was deployed to extend the graft distally, ensuring a better seal in the vessel above the internal iliac artery. Post angiogram performed of the modular graft noted a secure seal of the ipsilateral leg graft to the vessel and a patent right internal iliac artery. An inadvertent occlusion of the left internal iliac artery was noted. No intervention was deemed necessary since patency of the right internal artery had been preserved. Final angiogram noted a successful aaa repair with no visible endoleaks. Please refer to 1820334-2004-00380 for additional info.